Event description:
Same case as MFR report # 2134265-2009-01775. It was reported that during an arthrectomy treatment procedure, the guide wire tip detached inside the patient. The 75% stenosed, severely calcified, target lesion was in the mildly tortuous mid right coronary artery (rca). A 2.0mm rotalink burr was loaded on to a floppy rotawire. Resistance was encountered when the devices were inserted into the guide catheter. The burr was loaded again and the physician noticed that approximately 2cm of the rotawire tip had detached and was located in the atrioventricular branch of rca. The physician "has no plans of going back to retrieve the guide wire tip". The procedure was completed with another of the same device. There were no patient symptoms associated with the dislodged tip. The patient has been discharged and is reportedly "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.